Event description:
It was reported that during implant of this tactra malleable penile prosthesis, a cross-over occurred during dilation of the corpora resulting in a perforation on the right side. The right cylinder was removed while the left cylinder remained implanted. No further patient complications were reported. Additional information was received indicating the crossover and perforation were identified visually; it was noted to be very apparent as the penis was very crooked. It was further reported the perforation occurred distally after which the physician elected to keep a catheter placed in the patient as well as the left cylinder in order to preserve space. The patient remains under the physician's care. No further details were provided. Further details were provided indicating the dilators used for the procedure were from hospital stock and not provided by boston scientific.

Manufacturer narrative:
Product investigation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of cause not established was chosen as the reported device problem cannot be confirmed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to is required.

Event description:
It was reported that during implant of this tactra malleable penile prosthesis, a cross-over occurred during dilation of the corpora resulting in a perforation on the right side. The right cylinder was removed while the left cylinder remained implanted. No further patient complications were reported. Additional information was received indicating the crossover and perforation were identified visually; it was noted to be very apparent as the penis was very crooked. It was further reported the perforation occurred distally after which the physician elected to keep a catheter placed in the patient as well as the left cylinder in order to preserve space. The patient remains under the physician's care. No further details were provided.